Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383516 and lot number 4088962. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva 20 ga x 1 in single port leaked at the septum. The following information was provided by the initial reporter: registered nurse inserted the IV and when disconnecting the needle portion from the hub blood started coming out of where the needle connects/disconnects from the IV catheter. Registered nurse had to remove the IV and the patient was stuck again with the same gauge and lot number with normal functioning IV catheter. This product was discarded and is not available.